Manufacturer narrative:
A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second ribs. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted to separate the site. Surface abrasion was noted on the pump inlet tubing and pump exhaust tubing adjacent to the inlet tubing, indicating repetitive contact between surfaces. Not all testing could be performed on the pump due to the separation noted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. Separations of these types may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was broken on the bottom (pump bulb). The pump and reservoir were replaced, the cylinders remain in place.